Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was the caller reported that the patient has not charged the ins for an extended period and they are unable to connect and start a charging session. Prior to calling the call had started a passive recharging session. The numbers on the passive charging screen were in the 5-9 range and then the caller moved the recharger and the number changed to 33. The caller moved the cable of the recharger without moving the recharging antenna and the number changed from 0 to 33 with the high value at 99. When the cable was moved again the number in the center changed to 99. The caller indicated that the recharger feels really warm at the disk/cable connection. The patient indicated that it had been over a year since they noticed they were unable to charge the ins. The issue was not resolved through troubleshooting. Tss sent a request to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID 97755 lot# serial# (B)(6), revealed no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.